Event description:
It was reported that the customer passed away after being hospitalized with blood glucose levels over 1000 mg/dl. The caller initially called for information on how to return a replacement insulin pump that had been sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.